Manufacturer narrative:
(B)(4). The complaint of "infection" cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) presented with impaired wound healing and an infection at the ipg site. The patient's scs system was explanted. Follow-up revealed the patient's incisions have healed and the infection has resolved.